Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display, weak battery, and failed battery test. Blood glucose at the time of incident was 98mg/dl. The customer states the insulin pump is blank after receiving a weak battery and failed battery test alarms. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture recently. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. Troubleshooting advised the customer to call back in two hours to assist with setting up the insulin pump. The customer did not call back. The device will not be returned for analysis.